Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch to unipolar due to a high out of range pacing impedance measurement on the right ventricular (rv) lead connected to this pacemaker. It was noted that this patient had been lost to follow up for approximately two years. This pacemaker was reprogrammed to bipolar sensing and unipolar pacing and changes were made to the device sensitivity. No adverse patient effects were reported. This pacemaker and the associated rv lead remain in service.